Event description:
It was reported that patient had recurrent driveline exit site infection. The patient presented to the trauma emergency department complaining of shortness of breath, but denied fever, chills, nausea, vomiting or abdominal pain. At examination, patient was found to have a temperature of 38.6 c, increased drainage of the driveline exit site and leukocytosis in their laboratory studies. The patient was treated with antibiotic therapy.

Manufacturer narrative:
The patient's ongoing driveline infection was previous reported under MFR#s: 2916596-2022-12322, 2916596-2022-13743, and 2916596-2022-14825. Manufacturers investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.